Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt had complained that he had heard some strange sounds generated by his implant and had also felt some pain inside his ear on the evening of (B)(6) 2004. He had been working as usual and while sat in front of his computer, after about 30 minutes, he detected that his implant was no longer functioning correctly. He removed his speech processor and coil and replaced them but could still hear strange sounds and then heard nothing further. Testing carried out on (B)(6) 2004 confirmed that the device had malfunctioned.